Manufacturer narrative:
Retainer ring = clear. Thus software was utilized and downloaded trace/history files properly. Unit passed and displacement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures on (B)(6) 2021 at times 15:32, 15:43.,16:01.00 confirmed in the long trace. In conclusion, hardware low level failures confirmed in the long trace, problem isolated to electronic assembly. No moisture damage on the electronics, keypad assembly, battery tube, motor, vibrator during visual inspection. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low level hardware failure error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer reported that no alarms, no beeps, no notifications gone through self test and error alarm came up twice. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.